Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name ascenda; product ID 8780 (serial: (B)(6)); product type: 0184-catheter; implant date (B)(6) 2021. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare providers, the patient, and a manufacturer representative regarding a patient receiving baclofen (575mcg/ml at 343mcg/day, plus four 50mcg boluses per day) via an implantable pump. The indication for use was intractable spasticity. It was reported that a healthcare provider (hcp) requested to have a pump interrogated to check that it was working properly. The hcp stated that the patient was overly lethargic and confused, deviating from baseline. The hcp was transferred to the national answering service (nas). The manufacturer representative (rep) then reported that the patient was admitted to the hospital for a return of spasticity symptoms and a new onset of memory loss. There were known no environmental, external, or patient factors that may have led or contributed to the issue. The pump was interrogated and found to be operating normally. The logs showed that ptm boluses were delivered as programmed and requested. The patient's managing physician was out of country, so another physician was consulted. They requested that the patient's ptm boluses be shut off and the basal rate left as currently programmed, and for the patient to be monitored. A dye study was planned. There was no date for the study as of the report.   The physician also prescribed oral baclofen (dose unknown) to be managed by the hospital. It was unknown if the issue was resolved at the time of the report. The patient's weight and medical history were asked but would not be made available. The patient status at the time of the report was alive with no injury. The patient called in four days later and stated that they were hospitalized because the pump stopped working and started delivering more medication than it should. The patient stated they went through an overdose and had been in the hospital for 7 days. The patient had not been able to get a hold of the managing physician who put the medication into the pump because they were on vacation. The patient was requesting the manufacturer to reach out to the doctor. The manufacturer's patient services specialist (pss) reviewed the manufacturer's role and redirected the patient to their healthcare provider. The patient then stated "about 3 weeks ago" and confirmed within may 2024 their healthcare provider (hcp) told them that they either had a leak in the catheter or the pump itself was leaking. The patient stated the doctor said they would work on getting a catheter dye study done after they came back from vacation. Pss reviewed rep role and sent email to reps in the field since the patient had not been able to reach the managing physician. A nurse called in and stated that the patient asked them to call. The nurse was not familiar with the patient's situation and stated that the patient claimed their pump was not working, and said that they needed to call the manufacturer, but they didn't know why. The manufacturer's technical services specialist (tss) explained that nas can be called to contact the local rep at the provider's request, but is not something that the patient could do. The nurse stated that they would not call, but would give the number for nas to the provider.

Event description:
Additional information was received from the company representative (rep) via the healthcare provider reporting that a successful dye study was performed and catheter was patent. The dye study performed showed no leak was detected to the pump or catheter. Per the healthcare provider, the reason for the patient¿s return of spasticity was not determined. The hcp adjusted the patient¿s dose. He did not specify dose change and would not be making that information available. Actions taken to resolve the issue included the hcp planning to refer patient to a physician who specializes in spasticity. The hcp stated that the pump and catheter were functioning appropriately and providing baclofen as programmed.

Manufacturer narrative:
H.10.: note that the h.6. Codes have been updated to reflect the new information. Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event no longer meets the reporting requirements stipulated in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a consumer (con) stated that re-reported the same events already documented. The patient mentioned his hcp said the pump was providing boluses even when locked out. The patient mentioned symptoms with the pump. The agent reviewed and sent email to the medtronic reps for visibility and advised to continue working with hcp.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative (rep) stated that the pump was operating normally, and the patient¿s symptoms were not related to the pump. Action: performed a dye study. Outcome: the patient¿s symptom was getting worst so the patient will be seeing their specialist.